Event description:
The manufacturer received information alleging a ventilator alarmed for circuit disconnected and stop providing flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the inlet air path assembly was observed to have lifted up and blocked the blower inspiratory port. The device's air inlet path assembly needs to replaced to address the issue.